Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump battery could not be charged. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 128 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue (alertid: 4 - user parameters corrupted alert) was identified.